Manufacturer narrative:
(B)(4). Manufacturer narrative: the customer reported that the monitors are not communicating with the cns (central monitoring system), showing communication loss. Restarted switch in network closet, rebooted the cns, and all monitors in the emergency room. System is now functional. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the monitors are not communicating with the cns (central monitoring system), showing communication loss.